Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose of 47 mg/dl. Customer stated that they had bad sensor. It was unknown whether customer was using auto mode or not during low blood glucose. Insulin pump will not be returned for analysis.